Manufacturer narrative:
D4: lot number, expiration date and h4: device manufacture date is unknown, no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that "after applying to the patient, there was no abnormality for about 1 hour. The patient monitor sensor detected an abnormality and the alarm rings". There was patient involvement, but no patient harm/adverse event reported.

Manufacturer narrative:
Insufficient information was provided to be able to determine the full UDI. **UDI related data quality updates only**

Manufacturer narrative:
H3 and h6 - evaluation codes: updated. Device evaluation: one used device was returned for investigation. No defects were detected under visual inspection. Functional testing was not able to confirm the complaint. The leak test was passed. Root cause cannot be determined since the failure mode was not confirmed. No lot number has been provided therefore a device history report (DHR) could not be performed. No action taken.e1 phone.